Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the use by date, which is off-label usage of the device. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).